Event description:
Customer states, he tested 4.5 inr on the coaguchek pst system and 2.5-2.6 inr on a comparison lab. No action taken on the device result. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return. Customer does not want a replacement.